Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. Citation: hong y h, paik h, kim s k, lee j r, suh, chang s , (2024) an 8-mm trocar-site hernia at a drainage insertion site after a three-port robotic myomectomy: case report and review of literature https://doi.org/10.1093/jscr/rjae189.

Event description:
During review of a literature article which described post-operative trocar site hernias, the following incident was mentioned. A patient underwent a da vinci-assisted myomectomy procedure with no reported intra-operative complications. On postoperative day (pod) #1, the patient reportedly developed abdominal distension, mild nausea, and vomiting. An x-ray of the patient's abdomen showed air-fluid levels, and by pod #4, her condition had worsened, indicating an aggravated ileus. A CT scan confirmed a small bowel obstruction caused by herniation at the left 8-mm port site, where a drain had been placed. Surgery revealed the herniation along the drain tract, but no bowel injury was found. The herniation was surgically repaired, and the patient recovered well postoperatively.